Event description:
It was reported that the health care professional (hcp) was unable to see the dye after injecting it into the catheter access port. The hcp was using a 24 gauge needle and was going to try using a 25 gauge needle. The hcp indicated that he put a small amount of dye into the reservoir. He stated that he may just pull the drug out and rinse the reservoir multiple times and then just refill the pump with saline. The hcp also reported that the patient's therapy has not been very effective so the patient has been taking oral medications. The hcp thinks the catheter may be disconnected or fractured. It was also reported that 7-8 ml of drug was removed from the reservoir; expected amounts were not reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.